Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the presented with a hematoma. The pocket was evacuated and rinsed. The cardiac resynchronization therapy pacemaker (crt-p) was re-implanted with an absorbable envelope and remains in use. No further patient complications have been reported as a result of this event.